Event description:
It was reported a motor stall occurred and was confirmed via telemetry. No motor stall recovery was noted in the pump logs. It was noted they were unsure if there was any emi or magnets, and the patient did not think there was any. The medication in the pump was unknown and the outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).